Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: customer reports that the rubber 10mm seal on top of the trocar came unglued and kept coming off. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fel in the surgical cavity. Patient current status reported as recovered.